Manufacturer narrative:
The device was completed. Analysis could not confirm the reported event of device overheating. The device was not working upon arrival. Analysis found foreign material in the handpiece. This foreign material was removed, bearings cups and real seals were replaced. An excluder assembly was added. The serial number was changed from old (B)(4) to new UDI serial (B)(4). The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that pre-operative the device was overheating. There was no patient impact.